Event description:
The inner metal piece in the inserter that pushes down the plug of the anchor broke off; the metal piece was stuck in the anchor. He pulled it out and looked at it and the piece was very twisted. The plug did not tighten and the suture was loose. The bone quality was normal ((B)(6) old patient). The surgeon used our 2.9 (white) fish mouth guide with the 2.7 spade drill bit. He removed the suture and left the anchor in.

Manufacturer narrative:
(B)(4).